Manufacturer narrative:
The polarx catheter was received at the boston scientific post market laboratory. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection and leakage testing. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. There was visible blood inside the balloon region. The catheter handle was opened to further investigate the breach leading to the blood inside the balloon. Both the inner and outer balloons were pressurized individually while being submerged in a water bath. Both an inner and outer balloon breach were observed when pressurized. The breach was further investigated and found to be a large tear through both the inner and outer balloons. The balloon shows signs that it was snagged on an external factor which led to it tearing. It was noted that this polarx catheter was used with a direx sheath. This use of a direx sheath and not a polarsheath could have contributed to the puncture in the balloon and is considered off-label use. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a polarxfit catheter was selected for use. Ablation of the left side pulmonary veins was completed, but after moving to the right inferior pulmonary vein (ripv) a blood detection error message appeared on the system. The catheter and cryo gas cable were replaced, but the new catheter exhibited the same error after one ablation attempt. The catheter was replaced again and the procedure was completed. Visible blood was observed in the balloons of both catheters. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the catheter was used with a direx sheath rather than a polarsheath, which constitutes off label use of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a polarxfit catheter was selected for use. Ablation of the left side pulmonary veins was completed, but after moving to the right inferior pulmonary vein (ripv) a blood detection error message appeared on the system. The catheter and cryo gas cable were replaced, but the new catheter exhibited the same error after one ablation attempt. The catheter was replaced again and the procedure was completed. Visible blood was observed in the balloons of both catheters. No patient complications were reported. The device is expected to be returned for analysis.